Event description:
It has been reported to philips that the system did not boot to application, it froze at the loading screen. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and found that the system was stuck on the loading screen and would not boot up. Upon troubleshooting, fse discovered that the suite pc needed software reinstalled, or it needed a new suite pc. Fse contacted nss to confirm. To resolve the issue, fse reinstalled suite pc software. After reinstallation, the system was returned to use in good working order. The codes were updated based on the investigation outcome.